Manufacturer narrative:
No testing methods performed. No results available since no evaluation performed. Unable to confirm complaint. Device not returned.

Event description:
On (B)(4) 2018, an email was received from an eye care professional (ecp). The email contained summary data spreadsheet containing the medical information for subjects involved in the study of acanthamoeba keratitis conducted in the (B)(6). The information received from the ecp included only those study subjects who reported wearing acuvue brand products at the time of the adverse event. All the study subjects were initially examined and diagnosed with acanthamoeba keratitis during 2011-2014. The patient (pt), study (B)(6), presented to the hospital in (B)(6) 2013 with severe photophobia, redness, pain and diagnosed with acanthamoeba keratitis od. Pt reported swimming in a (B)(6) pool with lenses and no goggles. Pt also reported showering in the lenses and ¿topped up¿. Pt reported using the acuvue oasys brand contact lenses at the time of the event and optifree express solution. The pt was treated with monotherapy phmb for 6 months. Va: 6/6 (20/20). No additional information is expected to be received. The lot number of the suspect product is unknown. Suspect product is not available for return for evaluation. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.